Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six shocks that was due to an atrial driven arrhythmia. Technical services noted that the v was greater than the a due to a single undersensed a that fell into blanking. Ts provided programming options. The field representative will discuss with the physician. At this time, the device remains in service. No additional adverse patient effects were reported.